Event description:
Screw broken/procedure (removal s 1 non-sentimental instrumentation, pelvic stabilization, reveal l hardware, l1 pelvic subtraction osteotomy t4 - l 2 posterior lateral fusion, t4-s2 posterior segmental instrumentation.